Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient's stim controller was not working and it stated software problem contact medtronic. Additional information was received from the patient reporting that they couldn't get a hold of their rep. They stated that they had been having issues with their controller and stated that it now says "data lost". They said software problem. Right now it would not turn on and they couldn't get a hold of anyone. They stated that they needed to know what was wrong with their controller so that they can charge their system. Additional information was received from a patient (pt). It was reported that their controller will not turn on. Patient stated that they had charged both the controller and the implant, and a couple days later the screen lit up while they were at work and the time was wrong and the controller said "software problem." Patients stated the controller was then dead and wouldn't come back on. Patient stated the event date was 07-feb-2023. Patient stated they tried putting different batteries in the controller, and initially it turned on and said "memory problem," but now it won't turn on at all again. Agent had patient remove the batteries and plug the controller into the ac power supply. The controller did not come on. Patient confirmed the ac power supply had a green light on it. Patient added that they have lost the battery pack. Additional information was received from a patient (pt). It was reported that there were no circumstances/activities that led to the software problem. The time lit up and then said that the data was lost and then the light was fixed. Then it said software problem and would not turn on. The pt did not know the steps that were taken; they really need it to work. They have called mdt but could not get ahold of anyone. They also called their manufacturer representative (rep) and have not heard back.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (s/n (B)(6)) revealed corroded main board and cracked front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.